Event description:
Additional information received from a healthcare provider indicated the patient was not theirs. The hcp heard about the event in a discussion at a pump meeting. Further information was requested from the hcp, but no further information could be obtained.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient in canada who received an unspecified concentration, dose, and medication via an implantable pump. It was reported that at a different facility on an unknown date, the patient¿s pump had flipped twice and they utilized a bind around the pump area. Patient symptoms were not reported at this time. The reporter had no other details of those issues included patient information, device information, or event dates.